Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After a guidewire was crossed, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion. However, during the fourth inflation at 14 atmospheres after 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed a pinhole in the balloon 44mm from the tip. The tip is damaged and the balloon is loosely folded. There is blood present in the inflation lumen and balloon. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After a guidewire was crossed, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion. However, during the fourth inflation at 14 atmospheres after 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.